Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm (air in the set), which occurred on the homechoice (hc) during use during the initial drain. The baxter technical service representative (tsr) explained the alarm and then assisted the hp to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. Follow up with the caregiver revealed that she always does his therapy, and again stated that the only difference this time was the syringe she used for the insulin. The hp was able to continue with therapy as normal after they re-started with new supplies. There were no injuries reported at this time.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause. The lot number is unknown therefore a batch review was not performed. This review finds the labeling adequate for the potential use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause could not be determined. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set)was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).